Event description:
It was reported that an occlusion alert occurred during insulin delivery, and troubleshooting by the user¿s caregiver confirmed proper tubing fill with drops observed, correct connections, and a dry, intact infusion site after a site change within two inches of the prior location; the user was advised to perform a site-only change and move to a new location on the opposite side of the body, and replacement infusion supplies were arranged. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified consistent with not understanding that an occlusion has occurred and that troubleshooting needed to be performed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributed to the event.